Event description:
It was reported by service report that the head-end was stuck in an elevated position, and would not lower. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: damaged cpu board. Damaged sensor coil cord.